Manufacturer narrative:
The suspect device did not return for evaluation. The complaint is unconfirmed. The root cause could not be determined. Samples from the same fusing lot were examined and tensile tested and were within specification. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device is expected to return for evaluation. A follow up will be submitted when the investigation is complete.

Event description:
The tip of the catheter separated inside the patient during a procedure. The fragment was retrieved using a snare without further complications to the patient.